Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the ventricular lead into the pulse generator header. With the use of silicone oil, the lead was able to be secured. The device was implanted successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.